Manufacturer narrative:
This is the same event 3010536692-2014-01532. This report will be updated when investigation is complete.

Event description:
Allegedly, patient is experiencing trouble walking, bad infection and spinal discomfort. (Right)

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.